Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant product(s): a 650-1058, cer bioloxd option hd 40mm, 086940. A 13-104054, m/h radial solid/apx shl 54mm, 207630. A 650-1065, cer option type 1 tpr sleve -3, 903480. A 13-103206, taperloc por red/lat 12.5x145, 771820. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04060, 0001825034-2017-06934.

Event description:
It was reported that the patient underwent left hip revision due to pain. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.